Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0gmx2, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that he had a loss of therapy and the device stopped helping him with controlling his symptoms for almost a year. He had also had a spinal surgery and was moving very slowly. If he got near water or running water, it made him feel that he had to pee. Then he would run to the bathroom and would either squirt a little bit, not do anything, or not make it all the way to the bathroom. He would stand in the kitchen and pee on his leg and on the floor all the way to the bathroom. He had to get up four to five times a night to go to the bathroom, which he normally did not do. During the day, he went to the bathroom 12 to 13 times and sometimes they were false alarms. He would feel like he had to go, and when he went nothing happened. He had addressed the issue with his healthcare provider, who told him to talk to the manufacturer. The patient had met with a manufacturer representative who reprogrammed him, but it did not seem to help. Once, the patient increased stimulation, accidentally went the wrong way, and increased to 5 volts. He felt painful electricity, enough "to send him through the roof." He noted that it was his fault for hitting the wrong button. The device was current set at 1.3 volts. The patient used the patient programmer, there was no lightning bolt, and therapy was not on. The first day he noticed it was (B)(6) 2015 and he used to see it there before. He turned the implantable neurostimulator back on. He also stated that his programmer showed that the implantable neurostimulator (ins) was almost expired. The patient was actually seeing the patient programmer battery icon on the top row showing that the programmer batteries were low. There was no low ins battery icon on the screen. The patient planned to replace the programmer batteries. He planned to follow up with his healthcare provider and he had an appointment in december. His healthcare provider told him that he would remove the device if it did not help the patient. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.